Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set popped off from the site due to poor adhesion on (B)(6) 2026. No further information is available.